Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. It was discovered that the device was at end of life (eol). It was suspected that eol was declared due to extended charge times. This product was listed on the mid-life display of replacement indicators advisory. The patient is elder and refuses device replacement at this time. No adverse patient effects have been reported.